Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are unable to exit the load reservoir process. The customer¿s blood glucose was 130 mg/dl at the time of the incident.  The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No prime/fill anomaly noted during testing. Pump received with erased serial number label noted.